Event description:
The event is reported as: the location of (B)(4) logo printed on the tubes are not consistent time to time. Therefore, sometimes the logo overlaps the depth rings when you see the devices from the side. No patient injury or intervention reported.

Manufacturer narrative:
Sample has been received by manufacturer, but investigation is not complete at time of this report. A follow up investigation report will be sent when completed.